Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the device had been working on and off for the past year. The leads were not providing the coverage they once did and only part of the lead worked. The ins was turned off. The company representative confirmed that reprogramming was not successful. They were unable to get paresthesia in the correct area. The lead had migrated. The total device system was replaced.